Manufacturer narrative:
The device with product ID: 97745, serial# (B)(6) was received for product analysis. Analysis found the broken battery contacts and stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (lot: nlh058977n); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the controller would not turn on unless it was plugged into the ac power supply cord. Last week, the patient had an MRI appointment so they put the controller into MRI safe mode. Patient stated that when they went to turn the controller and stimulation back on after the MRI appointment, the controller was unresponsive and patient thought the controller battery must had drained fast. Patient noted that since their MRI they had been busy and hadn't thought about using their stimulator so their pain got really bad to where they wanted to turn the controller on but it wouldn't do anything. Patient was able to use the controller the other day but only when the controller was actively charging and plugged into the ac power cord. Patient noted they reset the controller but the issue persisted. During the call, patient confirmed no visible damage to the battery pack, controller charging port and battery compartment. A gent walked patient through resetting the controller with the ac power supply. Patient confirmed the screen turned on and they saw the green flashing light illuminating above the screen. Patient saw memory problem displayed on the screen so patient set the date and time. Patient noted their controller battery was 100% and their implant was in the red. Patient unplugged the ac power supply from the controller and immediately it went blank and shut off. The issue was not resolved through troubleshooting. Agent reviewed information. An email was sent to the repair department to replace the battery pack. Patient called back and repeated previously documented information. Patient stated they received replacement battery pack, but it was bigger than their old one and the back cover did not fit. Agent emailed repair for replacement battery compartment cover. Patient stated they had been in a lot of pain as a result of not receiving therapy due to equipment issues. Pt called back and said issue is persisting even with the new bp. They said controller will not turn on unless it was plugged into the ac power supply. Pt says if they press on the battery pack just right the controller will power on, so issue must be controller. Emailed repair dept to send replacement controller.

Manufacturer narrative:
H3: analysis of the 97745bp battery pack (serial number (B)(6)) revealed complaint unverified, battery charged when placed in known good 97745 and was read by battery pack reader and met specification requirements. No anomalies visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.